Event description:
Routine investigation when a consumer reported that they could not receive a reading when using lot number 30310 test strips. No other information was provided. Test strips were returned for evaluation and testing reproduced the customer's complaint. It was also noticed that the target area of the strip had a red discoloration. The remaining strips were opened and found to have the same discoloration. This was subsequently determined in september, 2003 to be blood. Investigations to date have not found an explanation as to how this could occur internally. Further investigations are in progress.